Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, and UDI added d6a: implant date corrected from (B)(6) 2022 g2: report source added. H4: manufacture date added.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately eight (8) months post-implant the patient experienced a stroke.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately eight (8) months post-implant the patient experienced a stroke.